Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The complainant's event is typically caused by excessive bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by customer.

Event description:
It was reported that the shaver blade produced metal debris during surgery. Metal debris was retained in patient's body and could not be removed completely. Surgery was finished successfully. Shaver blade was discarded by facility. No further information available.